Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sedi-40 there was a hardware/software malfunction with the esr instrument. The following information was provided by the initial reporter. The customer stated: "on position 1 the instrument blocks."

Manufacturer narrative:
The initial MDR was a duplicate of MFR report #: 2243072-2022-00288 and is therefore over-reported.

Event description:
It was reported when using the bd sedi-40 there was a hardware/software malfunction with the esr instrument. The following information was provided by the initial reporter. The customer stated: "on position 1 the instrument blocks.".